Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 3 devices were evaluated in the field and the issue was confirmed; 2 devices had alignment issues and 1 device had a broken/damaged component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the device had reduced brake force. There was no patient involvement.

Event description:
This report summarizes 3 malfunction events, where it was reported that the device brakes are difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to correct the count of events experiencing the reported issue.

Manufacturer narrative:
It was originally reported that 5 devices experienced the reported issue; however, it was determined that only 3 devices experienced the issue. B5 has been updated to reflect this change.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the device had reduced brake force. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed. Troubleshooting efforts were performed, but the device was unrepairable and removed from service.

Event description:
This report summarizes 4 malfunction events, where it was reported that the device brakes are difficult to engage/disengage, or there was a false engagement of brakes. There was no patient involvement.